Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer test, safety valve test, o2 sensor test and flow transducer test failed as well. The nozzle unit of air gas module was identified as faulty and its replacement is necessary. Battery modules should be also replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 01/29/2019 . Corrected manufacture date: 01/23/2019.

Event description:
Manufacturer's ref. #: (B)(4).